Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. An attempt was then made to snare the device and a dissection occurred. The vessel occluded due to thrombosis caused by dissection. This intervention lasted 4 hours before the patient was transferred to another hospital where bypass surgery was performed and the dislodged stent was removed. The patient was connected to a heart-lung machine to treat right heart failure. No additional information was provided. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience prox device is currently not commercially available in the us; however, it is similar to a device sold in the us. The 2.0x12 mini trek and 3.0x20 trek referenced in describe event or problem are being filed under separate medwatch reports.

Event description:
It was reported that the patient presented to the hospital with st-elevation myocardial infarction (stemi). The intervention was to treat a lesion located in the mid right coronary artery (rca) that was heavily calcified. A high-torque balance middleweight elite (bmw) guide wire was successfully advanced and crossed the lesion. Then, successful pre-dilatation was performed using a 2.5 x 15 mm balloon catheter. A xience prox 3.50 x 18 mm was advanced towards the lesion but got stuck in the very calcified curve of the rca. The device was moved two to three times forward and back, but the device could not cross. An attempt was performed to retract the xience prox but the device got stuck at the guiding catheter. The xience prox was advanced and the stent dislodged at the ostium of the rca. A balloon catheter was advanced but could not be advanced into the stent lumen. Then, a 2.0 x 12 mm mini trek was advanced but also could not cross the stent lumen, however another 2.0 x 12 mini trek was successfully advanced and the balloon was dilated 6-8 atmospheres. An attempt was made to retract the balloon including the stent but the xience got stuck at the guiding catheter again. At this time it was noted that the balloon had ruptured during the first inflation and it was removed. A new guide wire was advanced and placed next to the stent and a 3.0 x 20 trek was advanced hoping to push the stent to the vessel wall using dilatation. During dilatation, this balloon also burst during the first inflation. Several attempts were made to recover the dislodged stent with four different whisper wires but these also could not cross the stent lumen or advance between the stent struts.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device. It was reported that an attempt was made to retract the xience prox, but the device got stuck at the guiding catheter. It should be noted that the xience prox, everolimus eluting coronary stent system (eecss), instructions for use states: should unusual resistance be felt at any time when withdrawing the stent towards the guide catheter, the stent delivery system and the guide catheter should be removed as a single unit. The reported stent dislodgement was confirmed. The reported failure to advance and difficult to remove could not be tested as it was based on operational circumstances. The reported patient effects of intimal dissection, heart failure, thrombosis and surgical procedure are listed in the xience prox, everolimus eluting coronary stent system (eecss), instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance, difficult to remove and stent dislodgement appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.